Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a warning for high impedance. The lead was fractured and exhibited high thresholds. Electrograms noted oversensing and noise. Reprogramming was performed. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.